Manufacturer narrative:
Likely allergic reaction to hema in kor desensitizer.

Event description:
Dentist reported that the pt called him ten days ago complaining of her lower lip swelling up after using the kor night system for a few days. He advised her to discontinue use of the desensitizer and whitening gel indefinitely; however, he called today to report that the pt still had a swollen lower lip. Advised dentist to make sure the pt discontinues use of the kor desensitizer indefinitely, and to visit her gen practitioner.